Event description:
It was reported that unstable speed. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 2.00mm rotapro was selected for percutaneous coronary intervention (pci) procedure. During the procedure, ablation was performed twice at the set rotation speed of 180,000 rpm. However, it was noted that the rotation speed became unstable as it would run at around 190,000 rpm, then it would go down to 140,000 rpm. The user believed that the burr was spinning faster and then slower than intended. The device was completely removed and was simply pulled out from the patient's body without any problem and the procedure was completed with a different device. There were no patient complications reported.